Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, mhra reported double ended suture on 9mm needles .needles becoming detached whilst in use in surgery. Three separate occasions of surgery between. Unknown if any samples are available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide an answer for each case: (B)(4) represents, patient 1 (B)(4) represents patient 3. (B)(4) represents patient 2. (B)(4) represents the ambiguous number of additional events. Was there any adverse consequence associated with the patient? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: we have had three separate episodes of needles becoming detached whilst in use on the w8807 lot tcbeua exp 2028-02/ xcw8807.032 . We have had needles detaching from the suture on three separate vascular patients . We have changed the boxes of needles around and opened new boxes but they are all the same numbers . There appear to be no underlying factors at our end ,different surgeons, scrub nurse.